Event description:
It was reported that the customer constantly experienced elevated blood glucose levels (+3000 mg/dl) due to kinked cannulas. Customer was unable to provide infusion set MFR.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. The cause of the reported issue was kinked cannulas. Tandem does not MFR infusion sets.